Event description:
It was reported that the lead exhibited abnormal pacing thresholds with loss of capture at maximum output.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.